Manufacturer narrative:
Event date: 2/17/2023.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The department raises the fact that the low pressure alarms are triggered in the box but does not ring on the central station. The diagnosis is not possible because the biomedical people are not on the same site. They cannot go to extract the logs. The staff on site does not want to touch the central station. Without the logs, it is impossible to diagnose remotely. The customer wants a technician to go on site to check this alarm problem and to discuss this with the staff of the department.

Manufacturer narrative:
Additional information received regarding product information; box d updated for product information. A philips remote service engineer (rse) interviewed the customer to evaluate the device in question. The rse reported the diagnosis was not possible because the biomedical engineer (bmed) was not at the same site and they cannot go to extract the logs. The staff on site did not want to touch the philips patient information center ix (pic ix) central station. It was not possible for the rse to diagnose remotely without the logs. The department did point out the low pressure alarms were triggered at the bedside monitor at the bed, but did not ring on the pic ix central station. The customer requested a technician to go on site. A philips field service engineer (fse) went onsite to check the device. The fse could not confirm an alarm issue as the alarms worked well on the monitor and were triggered at pic ix central station at the time of the testing. Based on the information available and the testing conducted, the cause of the reported problem was not determined as the pic ix logs could not be retrieved. The reported problem was not confirmed. The customer's allegation could not be replicated.